Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Based on the description of the event and evaluation of the returned unit, it is likely that the shield was caught on the jaws of the stapler during insertion through the seal, which caused it to dislodge from the seal.

Event description:
Procedure performed: "colon resection" . Event description: "shield fell off. Report from the sales rep : when the stapler was inserted, the shield was found in the body cavity. It was retrieved from the body cavity. The case was completed, but there is no information whether the device was change or not. Initial investigation report by [distributor] the event unit was returned to [distributor] and visually inspected. The shield was detached from the shield (pic.1). The shields were found to be scratched. The unit will be returned to amr for further evaluation." Intervention: the shield was retrieved from the body cavity. Patient status: "no patient injury".

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "colon resection". Event description: "shield fell off. Report from the sales rep: when the stapler was inserted, the shield was found in the body cavity. It was retrieved from the body cavity. The case was completed, but there is no information whether the device was change or not. Initial investigation report by [distributor] the event unit was returned to [distributor] and visually inspected. The shield was detached from the shield. The shields were found to be scratched. The unit will be returned to amr for further evaluation." Intervention: the shield was retrieved from the body cavity. Patient status: "no patient injury".